Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported noise episodes were observed on a remote transmission. The patient was brought into the clinic and the noise could not be reproduced with isometrics or pocket manipulation. Possible emi or lead issues were suspected. Imaging the lead was recommended. The patient will continue to be monitored. No further information is available.